Event description:
On (B)(6) 2013, the reporter stated that the nurse in the emergency department had a severe allergic reaction after using the i.v. Start pack for the first time. She went home after the incident and the reaction worsened and she needed to be treated with adrenalin at (B)(6). She has since been on sick leave and referred to a dermatologist to try to identify what in the pack caused the reaction. It has not yet been confirmed if gloves were worn or if the nurse had any skin exposure to the persist plus solution.

Manufacturer narrative:
No product return is anticipated as complaint indicates that there is no samples. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.